Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle, service code 204) was confirmed. As received, the belt receptacle was pulled from the monitor case unplugging the j1001 connector. The root cause of the damaged receptacle and unplugged connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was damaged at the belt receptacle and that the monitor displayed a service code 204 (belt/monitor unusable).